Event description:
The customer reported a few milliliters of fluid leaked due to an overflow from the baths of the coulter act diff analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the solenoid on pinch valve lv14 (white blood cell bath drain) was not responsive and the fse proceeded to replace the solenoid to resolve the leak. The fse noted that all the filters were heavily discovered and the syringes were crusted with debris. The fse replaced all the filters and syringes as preventative maintenance, cleaned the hemoglobin (hgb) assembly, and ran startup. All controls passed specifications following the repairs. Failure mode of the event is attributed to a non-responsive solenoid at lv14, which caused the white blood cell (wbc) and red blood cell (rbc) baths to overflow. (B)(4).